Event description:
It was reported that a pump alarmed for a system error 15. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 105. The device was not in specification caused by a failed motor flex. The motor assembly has been replaced.